Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), explanted: (B)(6) 2016, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type extension; product ID neu_silicone anchor, lot # unknown, explanted: (B)(6) 2016, product type accessory; product ID neu_silicone anchor, lot # unknown, explanted: (B)(6) 2016, product type accessory; product ID 3708160, serial # (B)(4), explanted: (B)(6) 2016, product type extension; product ID 3550-39, serial # unknown, explanted: (B)(6) 2016, product type accessory; product ID 3550-39, serial # unknown, explanted: (B)(6) 2016, product type accessory; product ID 39565, serial # unknown, explanted: (B)(6) 2016, product type lead. Analysis of the lead with serial number (B)(4) found eight conductors (circuits 0-7) are broken 10.3 cm from the distal end. There is also breached esc of the outer insulation on both legs of the lead where it connects with the distal end molded rubber. Analysis of the extension with serial number (B)(4) found the #0 conductor was broken 2.9cm from the proximal end, and the epoxy was also cracked at this location. (B)(4). Lead (serial # (B)(4)). The lead (serial # (B)(4)) and the extension (serial # (B)(4)). Lead (serial # (B)(4)) and the extension (serial # (B)(4)). The extension (serial# (B)(4)). Lead (serial # (B)(4)). Lead (serial # (B)(4)) and the extension (serial # (B)(4)).

Event description:
The healthcare professional reported via the manufacturer representative that the patient described poor control of pain on the left side of his body. The existing lead showed impedance issues on 0-7 and 11. The implant was changed due to normal expected end of life. The lead was replaced and the issue was resolved at the time of the report. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.